Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was working fine, but after about 2 months of the procedure, the patient started leaking again. The physician brought the patient back to evaluate the device but found no issue with the device. There were no holes or malfunctions with the device. He decided to replace everything with a size smaller size on the tandem cuff. No further patient complications were reported.